Manufacturer narrative:
G4: 06feb2020. B4: 07feb2020. The manufacturer¿s field service engineer (fse) replaced the front bezel to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15apr2020 b4: (B)(6) front bezel assembly was returned to failure investigation(fi) for evaluation. Visual inspection of the front bezel revealed no evidence of damage or contamination. The fi found the broken trace on the red (alarm) light emitting diode created the led not to illuminate & caused the error check vent alarm led failed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30jan2020. B4: 31jan2020. After further investigation, the field service engineer (fse) confirmed the alarm light emitting diode (led) failed. The led was on and the voltage signal from the power management controller was less than 1.0 volts or greater than 2.5 v volts. Furthermore, the led was off and the voltage is greater than or equal to 0.5 v. 1. The fse is required to follow up with the customer for the repair. Resolution and disposition are pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/03/2020.

Event description:
The customer reported (led) light emitting diode message displayed. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported led failed message issue. The fse replaced the front bezel to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.